Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left-sided atrial flutter procedure with a octaray mapping catheter and the irrigation pump showed high pressure. The medical team removed the catheter to irrigate manually but the lumen was blocked. The catheter was changed. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 29-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a left-sided atrial flutter procedure with a octaray mapping catheter and the irrigation pump showed high pressure. The medical team removed the catheter to irrigate manually but the lumen was blocked. The catheter was changed. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed no anomalies on the device. Then, since the device was not irrigating, further investigation was performed. It was noticed that the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device number 31449358l, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer was confirmed due to the conditions of the irrigation tube. The potential cause may be attributed to device usage during the procedure; however, it cannot be determined with the information available. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).